Event description:
It was reported that the insulin pump turned on and off all the time, and the liquid crystal display was frozen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of corroded electronic and motor home switch assemblies. Further testing was not performed due to the frozen display.